Event description:
Boston scientific crm received information that approximately 3 days following implant, this right ventricular (rv) lead became microdislodged, evidenced by high threshold measurements. During a revision procedure, it was successfully repositioned. No further issues were reported. Boston scientific did not provide the implant date and it is not clear if the event date is for when the dislodgment was discovered or when the revision was done.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.